Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the transmitter did not flash when it was connected to the sensor. Customer stated that the second sensor broke in half when it was loaded into the serter. The needle hub was in the serter and the sensor remained on the pedestal. Customer agreed to be sent 2 replacement sensors.